Event description:
As reported, severe pain occurred following use of a 6f¿12f mynx control venous vascular closure device (vcd) during a closure procedure after an atrial fibrillation ablation. There was a reported patient injury of thrombophlebitis. The patient presented with severe leg pain and was evaluated in the emergency room where ultrasound findings were inconclusive; due to continued pain, a computed tomography (CT) scan was performed which identified thrombophlebitis. The CT scan taken at the facility reported wall thickening of the right common femoral and saphenous veins with surrounding inflammatory changes, with hypoattenuating appearance seen in the common femoral vein. Overall findings are concerning for thrombophlebitis. The patient was started on an antibiotic and referred to a vascular specialist, and further discussion regarding potential deployment issues and troubleshooting is planned. The device will be returned for evaluation.

Manufacturer narrative:
Initial FDA report was successfully submitted to the FDA on 12-may-2026.